Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. Analysis was unable to produce the error message but did not have a maximo ii device to interrogate. The exception error file was checked and it confirmed that error 9990000 occurred once in the past and error 14161441 occurred four times in the past. Analysis also found that the media bay door was half torn off and the tip of the stylus pen was loose.

Event description:
It was reported that the programmer intermittently froze up, especially when interrogating maximo ii devices. The screen went blank, and an error message appeared instructing user to "contact medtronic". No patient involvement or complications were reported as a result of this event.